Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
There are a number of syringes that have been dented and cracked. This is causing the fluid/medication to leak inside of the syringe. Customer replied on (B)(6) 2024(tosif sayed): we had several patients who were on sedation medication infusions, these are to keep patient asleep. We noticed that there was a small puddle on fluid escaping from the defected syringes and furthermore, the staff also stated that when they were drawing up any medication infusion it was leaking all over their gloves. With any sedation infusions with also infuse isotropic medication, this is to maintain blood pressure. Luckly, these weren¿t in the defected syringes, as this would have caused the patient¿s blood to drop significantly. ¿ the photo attach shows there a crack on the syringe, and this is what is causing the leakage. There are quite a number of these defect syringes in the boxes (there are 6xboxes to be returned to you for investigation). I can¿t upload the video I took, showing the fluid leaking for some reason.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation and correction: correction: following submission of the initial MDR, it was identified the event date was reported incorrectly. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: one photo and five physical samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged between the 30ml and 40ml marking. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident. A device history review was performed for the reported lot 2401126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.